Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that she passed out and her blood glucose level was 26 mg/dl. Troubleshooting was performed. The customer stated that she did not prime at all the day before the event and she used u100 insulin concentration. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.